Event description:
I am concerned about accuracy of this brand, flowflex. It is the white box, purchased at walgreens. I have on three separate occasions in (B)(6) 2023, and (B)(6) 2024 taken otc (over-the-counter) flowflex covid test and had faint positives, many times with no symptoms (I am a healthcare worker and test on occasion while asymptomatic). However repeating covid tests with other brands and pcr confirm that I am covid negative. I just want it to be documented in case others have had similar false positives. Reference reports: mw5150705, mw5150707.